Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that the pt is no longer able to hear with her device. The speech processor was exchanged by the service dept of med-el, but without success. The pt then went to the clinic for testing, which confirmed that the device has malfunctioned. Further components were exchanged, but the situation did not show any improvement.